Event description:
It was reported that the customer had a compromised force sensor system alarm and a motor error alarm on the insulin pump. Customer received the alarm when he went to take a bolus. Customer's blood glucose level was 258 mg/dl at the time of the incident. Customer does not use the sensor feature on the pump. Customer stated that they are able to complete the rewind sequence. Customer stated that the drive support cap was also protruded. It was explained that the possible cause of the compromised force sensor system alarm was during seating, the force sensor did not detect the reservoir. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. Customer declined troubleshooting for high blood glucose levels. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.